Event description:
It was reported that patient received inappropriate therapy due to noise. Lead noise could not be recreated. All lead parameters were normal during follow-up except for a decrease in lead impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.